Event description:
Boston scientific received information that this implantable lead was an attempted implant as the tines stuck to the patient's valve and the physician was unable to advance the lead. The lead was capped; however subsequent dislodged when the physician was attempting to place another lead. The product ended up being explanted. The patient had become unstable and required intubation as they were experiencing hemoptysis. The physician believed that the patient had a hemothorax due to access issues. The patient was placed on vasopressors to maintain their blood pressure and the case was completed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.